Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous vessel below the knee. A 3.00mm x 20mm x 143cm nc quantum apex catheter was advanced for dilation. However, the device was unable to crossed and the balloon ruptured 4 atmosphere when dilated in the area right before the lesion. The procedure was completed with a non-bsc device. No patient complications were reported.